Event description:
Complainant alleged that during a shift check the autopulse resuscitation system, displayed a user 45 (not at "home" position after power-on/restart) and a user advisory 17(max motor on time exceeded during active operation) message. Complainant also indicated that lifeband clip was removed when the drive shaft was not in its "home position" and the lifeband was not cut at any point during the shift check. After the user advisories were observed, customer swapped the unit with a spare. No patient involvement was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Based on review of the archive date, a li-ion battery (s/n (B)(4)) was used with the autopulse when this incident occurred, however the battery is not available for evaluation. The reported user advisory 17 fault (max motor on time exceeded during active operation) could not be verified during initial testing of the platform. A review of the archive showed that there were two sessions in which a ua 17 fault had occurred, however neither were on or around the reported event date of (B)(6) 2013. Based on the archive data, the last occurrence of a ua 17 fault was (B)(6) 2013. A definitive cause for the ua 17 faults observed in the archive could not be determined; however, since the archive shows that the same battery with s/n (B)(4) was used in both sessions when the faults occurred, the issue may have been related to the battery. The reported user advisory 45 (not at "home" position after power-on restart) was verified during power up of the platform. Additional information was received from the customer indicating that the lifeband clip was removed when the drive shaft was not in its "home position". The customer indicated that the lifeband was not cut at any point during the shift check. Visual inspection confirmed that the driveshaft was out of its home position and had subsequently caused the reported ua 45 fault. Upon adjustment of the driveshaft back to the home position, the device passed all test criteria.